Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the insulin pump delivered three times the maximum bolus without being programmed to. The customer was treated with glucagon and juice and the blood glucose was brought up to 114 mg/dl. The insulin pump was not returned for analysis.

Manufacturer narrative:
It was reported that medtronic received the results of trace upload data and it was confirmed, the boluses were set manually.